Event description:
It was reported that, "pt had a zimmer cup with screw put in 2008 with stryker original stem from primary case 20 years ago. In 2008, rev took place where a morse taper sleeve/c-taper was put on morse taper stem and a 36 c-taper head was placed/reason for rev (B)(6) 2012 was pt had hip pain and zimmer cup was loose. Zimmer cup was replaced with augments and screws and new morse taper sleeve and head was put on (B)(6) 2012. Doctor was aware that it was off label use using zimmer cup and stryker heads. No other info will be provided from hosp."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.